Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd insyte¿ IV catheter malfunctioned. The plastic sheath had been pierced at the tip by the needle, making it impossible to fit the catheter. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: the nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation. Investigation conclusion: the nonconformance cannot be confirmed as no sample was returned for investigation root cause description: the root cause cannot be determined as no samples were returned for investigation DHR- device history record of packaged (pn) batch 7111332, catalog number 381234 and its assembled needle(an) batch 7111396, part number yf01234sgt was reviewed. No quality notification was raised for similar non conformance during the production of this batch.